Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a gastric leak after a gastric sleeve procedure was performed with the use of peritrips veritas. An endo gia stapler, all black, 45mm size stapler was used in the first two firings and 60mm size was used to the rest of the staple line. Peristrip veritas (psdv) was used in the entire staple line. Intra-operatively, psdv was able to maintain good hemostasis along the staple line. On post-operative day five, the leak was noticed at the top part of the patient¿s stomach, in the last firing. Part of the treatment required to manage the leak was using a bear clip through the scope. The patient recovered a few days later and is now discharged from the hospital. No additional information is available.